Manufacturer narrative:
The reported event of a round deployment was confirmed. Following the simulated deployment, the round shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected for implant. During deployment the left atrial disc didn't deploy properly and remained round in shape instead of laying flat. The device was replaced with another 25mm occluder to complete the procedure. The patient remained hemodynamically stable.